Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump setting would need to be re-set after each battery change. It was also reported that insulin pump received a failure of flash memory alarm. Insulin pump would need to be replaced.

Manufacturer narrative:
The pump was programmed with the correct time and date. The pump was monitored for two days, and no loss of memory was noted after removal and installation of the battery. No unexpected check settings alarm or other alarms were noted during testing. The pump had minor scratches on the lcd window, a cracked case at the display window corner, a cracked reservoir tube lip and a stained end cap sticker.